Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side chronic seroma and lumps. Per exam, it was diagnosed anaplastic t cell lymphoma, associated with breast implants. The device remains implanted. Pathological markers confirming alcl lymphoma have been received.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, or corrected data: a.4, b.5, b.6, b.7, d.7, d.11, g.1, h.6, h.7, h.9. Date of diagnosis- (B)(6) 2019.

Event description:
Treatment included 3 "drainages" of seroma, "capsulectomy + pexia." An anatomopathological test was performed on the last drainage and results revealed markers "c19-0980, cd 30 positive, cd2, cd4, cd8 positive, cd 3, cd56, cd20 negative." Immunohistochemical exam confirmed presence of "alk-1: negative" marker. MRI showed "mass adhered to the implant, in relation to known anaplastic lymphoma, infiltrating the capsule. Birads 6." The device has been explanted and replacement devices were not inserted. The status of the patient's symptoms was not reported.